Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The blue switch assembly and the wire guide were not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not fully inflate or hold pressure and leakage was observed from 2 pinholes in the proximal end of the balloon material. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is unknown if negative pressure was applied to the balloon prior to advancement through the endoscope. A possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user " to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. A leakage can also occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The user detected that the balloon could not be inflated as expected during an esophagus dilation, due to balloon leakage. An intended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A correction was made to the aware date, g3 date received by manufacturer. The date is being corrected from 01/13/2022 to 01/12/2022.